Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump went dead in the middle of the night because of low battery. The blood glucose was 270 mg/dl at the time of the incident. The customer declined troubleshooting for the high blood glucose and stated that, the blood glucose was high due to the pump shutting off over night. The device is not expected to be returned for analysis.